Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316376. Medical device expiration date: 2022-04-30. Device manufacture date: 2020-11-11. Medical device lot #: 0289432. Medical device expiration date: 2022-03-31. Device manufacture date: 2020-10-15. Investigation summary: bd received 12 samples from each lot for investigation. The samples were evaluated by functional testing and the indicated failure mode for 'underfill' with the incident lot was not observed. Additionally, 10 retention samples from bd inventory for each lot were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. It is reported customer is experiencing under filling. Verbiage received, -"we received 2 more lots of lithium heparin tubes. Both these new lots also do not fill to the top. The other lot we received doesn't fill to the top. Out of the 4 different lots we have tested, only 1 fills correctly and that lot we received directly from bd."